Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue, however due to the age of the device and no repair being available, the device was scrapped. The cause of the reported issue could not be determined.

Event description:
The distributor contacted physio-control to have their customer's device evaluated. Upon initial evaluation, physio-control observed that the device had a wrench and charge-pak icon in its readiness indicator. Additionally, the device did not detect a shockable rhythm, which would prevent the device from providing defibrillation therapy, if needed. There was no patient use associated with the reported event.